Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery, the doctor was using item # 60-16007 for putting in a prebent chompy plate. The drill bit broke, and the surgeon had to use a different plate to complete the case as they could not keep the plate in the existing position due to the hole that was drilled.

Manufacturer narrative:
The reported event that the bit broke could be confirmed. The visual inspection revealed a black and heavily, plastically deformed tip of the returned drill resulting from the use of the drill with too high revolution speed in combination with a collision and / or friction with a metal object ¿ definitive no bone. Due to the excessive friction with a metal object the tip area of the drill heated up and subsequently caused a material bulging of the drill tip. Based on investigation the root cause could be attributed to a user related handling issue. Because of too high revolution speed in combination with a collision and / or friction with a metal object the returned drill heated up and got heavily, plastically deformed. Indications for material, manufacturing or design related issues were not found in the investigation.

Event description:
It was reported that during surgery, the doctor was using item # 60-16007 for putting in a prebent chompy plate. The drill bit broke, and the surgeon had to use a different plate to complete the case as they could not keep the plate in the existing position due to the hole that was drilled.